Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. No visual issues were found related to the event. During system testing, the iesu displayed error c-34 on startup. The probable cause of the customer reported issue may be attributed to a faulty iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-38 occurred during monopolar energy use. The error occurred with both monopolar energy ports. The site replaced the energy cable and monopolar instrument, but the issue remained. The system logs showed that errors c-38, m-11, and m-18 occurred. The customer was advised that the erbe generator needed to be replaced to resolve the issue. The site continued the procedure with the same erbe as is to complete the surgery. There were no reports of patient injury.